Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became shattered after infusion set got pulled cause the pump to fall. In addition, it was reported that the touch screen became unresponsive and a malfunction occurred. The customer's blood glucose level was 323 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.